Event description:
A report was received that the location of the patient's battery was uncomfortable. The patient underwent a revision procedure wherein the battery was moved. The patient was doing well postoperatively.